Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, moisture was observed behind the display with no damage to the battery compartment and cap noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed in the display lens. Damage to the pump casing was observed between the top right hand corner of the display and the case seal. A leak test showed a leak where the crack was located. On investigation, the pump failed to power up and it was unable to conduct the remaining testing. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump. The reported no power and moisture ingress issues were duplicated in the investigation.